Event description:
Per the clinic, the patient was explanted in 2009, due to breakdown of the skin over the implant site. Reimplantation is not planned at the time this report was filed september 22, 2009.